Event description:
Additional information later reported the pump was replaced (B)(6) 2013. Additional information later reported a surgical revision was also performed, the catheter was spliced (B)(6) 2013. The patient outcome was resolved without sequelae (B)(6) 2013.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Product ID 8711 lot# n085142002, implanted: 2007 (B)(6), product type catheter. (B)(4).

Event description:
.

Event description:
Additional information reported the pump was replaced prophylactically to avoid in-vivo battery depletion.

Manufacturer narrative:
(B)(4)

Event description:
Additional information was received and it was reported that prior to the pump replacement in (B)(6) 2013, the eri (elective replacement indicator) was down to 5 months on the pump logs dated (B)(6) 2013; the prior reading of 11 months was from (B)(6) 2013.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pump was at end of battery life. A catheter access port (cap) contrast study was done (B)(6) 2013 and the hcp could not aspirate from side port during catheter evaluation. The severity was noted as moderate. The pump was used to deliver dilaudid. It was later reported device interrogation revealed estimated eri is months 11 months. There were no signs or symptoms reported. It was later reported, the patient experienced worsening of upper extremity crps. The hcp could not aspirate from the side port of pump. Fluoroscopy revealed no abnormalities after the pump was analyzed under fluoroscopy. The side port of the pump was accessed and was unable to aspirate fluid. An examination/palpation was performed and no palpable abnormalities were observed. Device interrogation was also done and no abnormalities were observed. Intervention indicated was no action taken. The outcome was noted as ongoing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID 8711 lot# n085142002, implanted: (B)(6) 2007. Product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported the patient's weight was (B)(6).